Event description:
It was reported that a solution administration set had a leak from the tubing. This issue was discovered before use; therefore, there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection of the device revealed that the tubing was cut near the luer lock. A batch review was completed and determined that during the manufacture of this lot there was a cut in the tubing found. Immediate action was taken and the lot was subsequently re-worked. The cause was determined to be a misalignment of the grippers during the manufacture of the device. Should additional relevant information become available, a supplemental report will be submitted.